Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined the root cause was due to contamination between the dome switch and pcb trace of the shock button. Contamination penetrated the keypad from the back side delaminating it from the front case.

Event description:
The customer contacted physio-control to report that their device would not respond to input from the shock button. The customer stated " he had to push the shock button several times before the unit finally delivered energy." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.